Manufacturer narrative:
H6: investigation summary the customer reported the filter detached, and returned photos of the incident. The complaint is verified as a separation at the outlet of the filter. The filter post that connects with glue to the tubing appears to be broken off, so the root cause is broken filter. The root cause cannot be determined. A device history record review could not be performed on material 20350et because the lot number is unknown.

Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set line detached from the filter. The following information was provided by the initial reporter: "on the extension set the blue line was detach from the white filter."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set line detached from the filter. The following information was provided by the initial reporter: "on the extension set the blue line was detach from the white filter."